Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 30 mg/dl, resulting in a fall and customer hitting their head. Low bg cause was not known. Reportedly, customer has "stage iii kidney disease". Customer's spouse "found her unresponsive and attempted to resolve her bg with juice and contacted emergency services where she was brought to the hospital". Customer was admitted to the hospital was treated with intravenous fluids of saline. Customer was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.